Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump was alarming for no disposable, clamp tubing. The patient denied any air in the tubing. The patient was instructed to start the pump at which time the screen read run residual volume 112.9 ml. The rate was confirmed. The patient is scheduled to have the pump removed tomorrow. No patient injury was reported.